Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon tried to implant a size 6, 9 mm cr x3 poly and was unsuccessful. He asked for another poly of the same size and successfully implanted the new one.

Manufacturer narrative:
The event could not be confirmed as the device was returned in damaged condition. The root cause could not be determined from the provided information. Visual inspection: the returned device is in damaged condition. Minimal light scratches were observed of the bearing surface. The locking wire was disengaged on one end and the plastic surrounding it was cracked and damaged. Dimensional inspection dimensional inspection was not performed as the damage to the locking features prevents an accurate assessment of the device's as-manufactured condition. Functional inspection the damage to the locking feature renders the device non-functional. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon tried to implant a size 6, 9mm cr x3 poly and was unsuccessful. He asked for another poly of the same size and successfully implanted the new one.